Manufacturer narrative:
The referenced patient's pump exchange was reported under MFR # 2916596-2020-05180. The investigation results will be provided in the final report.

Event description:
It was reported that status post after the patient underwent a pump exchange to a heartmate 3, a CT (computed tomography) scan showed decreased evidence of infection in abdomen and chest wall from previous driveline infection; however, the patient presented with a new purulent drainage from new driveline exit site. Additional information was requested but not provided.

Manufacturer narrative:
Manufactures investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.